Event description:
The customer observed one false negative beta hcg result for a pregnant female with fetal heartbeat while using the architect i1000sr analyzer. The following results were provided: initial < 1.20 miu/ml, repeat > 15000 miu/ml. The false negative result also showed an error code 1007 (unable to process test, activated read failure). All quality controls were in range. Patient management was not impacted, the patient was released before the result and was never notified of result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Completed sample ID (B)(4).

Manufacturer narrative:
Further investigation of the customers issue included a review of the data, search for similar complaints and review of labeling. No adverse trends in complaint activity were identified. On review of the data it could be determined that for smp ID (B)(4) testing was conducted on the (B)(4) 2013 with exception 1007 unable to process test, activated read failure being obtained on 4 occasions. Subsequent to this 7 minutes later a (B)(6) result less than 1.20 miu/ml (-0.461741 miu/ml) was obtained followed by a positive result of greater than 15000 miu/ml (34834.827081 miu/ml) approx 35 minutes later. The following day on the (B)(6) 2013 smp ID (B)(4) was reran yielding appositive result of 68501.94 miu/ml. It was noticed that all testing of smp ID (B)(4) on the (B)(4) 2013 was conducted using reagent architect total b-hcg 7k78 reagent lot 21912jn00 kit serial number (s/n) (B)(4). This one kit was the kit used in the generation of both the negative and positive result of the one patient sample (smp ID (B)(4)). It was also noted that at least 11 other patient samples were tested using architect total b-hcg 7k78 reagent lot 21912jn00 serial number (s/n) (B)(4) and no other discrepant results were observed. Results generated yielded both positive and negative results specific to the sample being tested which indicates that architect total b-hcg 7k78 reagent lot 21912jn00 kit serial number (s/n) (B)(4) is capable of accurately testing patient samples to provide results consistent with clinical picture. Patient samples were unavailable for return. However, on-market performance for the architect total b-hcg assay was reviewed and did not identify any atypical complaint activity. The observation of the elevated result for one replicate of patient sample may be attributed to certain limitations of the architect total b-hcg assay as outlined in package insert g2-7769/r04. The architect system operations manual, section 10 provides troubleshooting guidance. The architect system operations manual outlines probable causes and corrective actions that may be considered if elevated concentrations or specific error codes (e.g error code 1007 - unable to process test, activated read failure) are observed at a single point or for an entire run for direct assay. Complaint information reasonably suggests that the assay is performing as intended and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.